Event description:
A surgeon reported that an intraocular lens (iol) was exchanged. Add'l info was received that following bilateral iol implant surgeries, the pt experienced blurry vision and had a minimal refractive error. Both lenses were exchanged for monofocal lenses. The surgeon reported the event resolved following the lens exchanges. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated a cartridge was used, handpiece info is unk, it is unknown if the approved viscoelastic was used. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2012 by phone. A completed questionnaire was received on (B)(4) 2012. (B)(4).